Event description:
The report received indicated that during preparation of the device outside the patient, the product would not pull negative. It was stated that the product may have had a pinhole or balloon rupture. The product was not used in the patient. Another sds was used successfully. The target lesion, vessel characteristics, and patient info were not available. A non-sterile palmaz genesis sds 7x24mm was received for analysis. The stent was still correctly mounted on the balloon. No visual anomalies were observed. A device history record review was performed and showed that this lot of product met all requirements per the applicable manufacturing quality plan. When the unit was pressurized with water, water came out of the guide wire port of the hub, indicating a leakage between the guide wire lumen and inflation lumen. Cross-sectional analysis of the hub revealed a leakage in the wall between the guide wire lumen and inflation lumen. The leakage was confirmed and is considered manufacturing related. There was no reported patient injury. Although the root cause could not conclusively be determined, the leakage was considered manufacturing related.